Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic removal of large pelvic mesothelial cyst on (B)(6) 2005 due to pelvic pain and large pelvic cyst. It was reported that patient underwent operative laparoscopy with removal of left hydrosalpinx on (B)(6) 2007 due to pelvic pain and cystic pelvic mass. It was reported that patient underwent laparoscopic bso and lysis of adhesions on (B)(6) 2009 due to pelvic pain and ovarian cyst. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent resection of small bowel and reduction of internal hernia on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent dilation of urethra to help voiding in (B)(6) 2009 due to severe complication associated with implant. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.